Event description:
It was reported that the autoclavable camera head had connectivity issues and failed its white balance test. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.